Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's family reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with manual injection. Customer stated that insulin pump had rejected new batteries and unexplained no delivery alarms. No delivery alarm was resolved by changing infusion set. The insulin pump will be returned for analysis.